Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 35 mg/dl. Customer was feel okay to troubleshoot. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer also reported that they were treated with insulin drip for low blood glucose level. Based on customer¿s report customer was alleging over delivery. The customer also stated that they received insulin but does not remember administering it. The customer was advised to check for protruded, loose, sticking out or flush drive support cap and found to be normal. The customer recalls insulin dripping or squirting from end of set before connecting at their site found to be normal. The insulin pump will be returned for the analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. The formatted history file lists data from 03/13/19 to 04/30/19. Unable to verify bolus anomaly on device was monitored for 2 days. No unexpected bolus delivery anomaly noted. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were recorded in the bolus history screen. No bolus anomaly or history anomaly noted during testing. The test reservoir volume matches the units remaining in the status screen. Device had minor scratched display window. (B)(4).